Manufacturer narrative:
Supplement #1 - medwatch submitted to the FDA on 3/jan/2020. Additional information: d10, h3, h6, h10. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 13/jan/2020. A balloon was received deflated and the fill tube was not returned for evaluation. As the device was not received with the fill tube, a sample fill tube was used for device testing and there was no blockage observed and the flow of di water was continuous and unobstructed. An air leak test was performed; however, due to the hole on the shell the balloon slowly deflated. The hole on the shell shows jagged edges which is consistent with surgical equipment for removal. There were no discrepancies observed during functional evaluation that contributed to the reported event. The hole on the shell was created for removal purposes.

Manufacturer narrative:
Supplement #2 - medwatch submitted to the FDA on 24/mar/2020. Additional information: d4.

Manufacturer narrative:
Apollo has not received the product at this time. Therefore no analysis or testing has been done. A review of the device labeling notes the following: the current orbera® intragastric balloon system directions for use (dfu) addresses the known and anticipated potential event of "inflation" as follows: the risk documentation for this device establishes the occurrence ranking for the reported event "inflation" as "remote", which is defined by apollo as .02% - .49% of complaints over units sold. A review for the intragastric balloon products for the failure mode "inflation" is performed during quarterly complaint analysis meetings (cam) and has demonstrated that global balloon inflation rate remains at "remote". Therefore, apollo determined that the reported event is occurring within the range of the expected frequency and severity for this reported event, as referenced in the cam meeting slides.

Event description:
Health professional reported via product field notes (pfn), "patient called stating she can eat and drink anything. Never had full feeling. Upon extraction balloon was found to be hyperinflated."